Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of both power cable strain reliefs on the connector side were damaged, tear in the outer jacket of the black power cable, a green contaminate consistent with fluid ingress observed on the underlying layer of the black power cable, and a broken off piece from black connector nut. The reported event of damaged power cables was confirmed via the evaluation of the returned controller (serial number: (B)(6) with backup battery su077176). Visual inspection of the returned system controller revealed broken strain reliefs on the connector side of both power cables and a tear in the outer jacket of the black power cable. Testing revealed that the damaged power cables did not affect the functionality of the controller. The power cables were manipulated by hand during testing without any issue. The returned system controller was functionally tested and was found to be able to support a mock circulatory loop at the set speed for an extended period of time without any functional issues. No atypical alarms or events were reproduced during testing. The root cause of the damaged power cable could not be conclusively determined through this analysis. Device history record were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii system controller serial number (B)(6) was shipped to the customer on 09mar2016. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables for damage. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported that the bend relief was broken and wires were protruding out of the gray plastic coating of the system controller. The patient was exchanged to their backup controller.